Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left upper lobe resection, during the cutting and closing in the pulmonary artery, the surgeon was able to press the green button, but was not able to squeeze the handle and the device did not fire. They had to replace the faulty device with a new one. No patient injury.